Event description:
A report was received that the pt had a pocket revision due to the pocket being too big allowing the ipg to move around. The physician made the pocket smaller and kept the same ipg. The pt was reportedly doing well after the pocket revision.

Manufacturer narrative:
This is the final report.